Event description:
It was reported there was stimulation in the wrong location. There was a shocking or jolting sensation. The patient had good spinal cord stimulation (scs) for several years. In the last few months the patient has had a decline in scs therapy and pulling sensation with shocking pain shooting into the cervical and occipital area. The patient needed a new scs doctor. The doctor requested someone to call the patient. A phone number was provided. There was no outcome provided. Additional information reported there was no information on how the patient was doing. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 269560001, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported they healthcare provider (hcp) thought something was wrong with the device and would like to have the implantable neurostimulator (ins) checked. This event occurred in (B)(6) 2015. The hcp told the patient to contact a local manufacturer representative (rep) to check the device. The rep would be meeting the patient on monday (B)(6) to evaluate the stimulator. The rep saw the patient for reprogramming. The impedances were all within normal limits. After reprogramming the patient noted the shocking sensation was gone. The rep was able to appropriately cover their pain target. The rep did not know if the device was the cause of that sensation but the patient was doing well.